Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post implant procedure, it was noted that the patient was in atrial fibrillation. Upon device interrogation, it was suspected that the right atrial lead had dislodged. A fluoroscopy was performed, and it was noted that the lead looked low in the atrium. The lead was repositioned. The patient was stable prior and during the procedure.